Event description:
Stent became dislodged from balloon before deployed. Surgery required to remove stent. Stenting unsuccessful. Admitted as in pt. Three days later: acute change in mental status- iscemic infarction on CT scan of head. Acute cva hemologist consulted. Weakness rt side.